Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the oil substance in the distal end occurred when the device was dried with air compressor at facility, the compressor discharged oil to device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found a leak from the instrument channel, switch 1 had a cut, there were scrapes and an oily substance in the forceps passage, the distal end cover had a dent, and the bending section rubber glue was cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an oily substance inside after passing through the medivators two times. The issue was found during reprocessing. There were no reports of patient harm.